Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the blood glucose amount kept ramping up. The customer's blood glucose was 39 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer declined to troubleshoot for low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corner and minor scratched lcd window.